Event description:
It was reported that during a meniscal repair surgery following standard procedure, t1 and t2 were deployed at the same time. No patient injuries were reported. A backup device was available to complete the procedure.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. Only t2 was returned which showed no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The condition of the device indicates that the trigger was manually advanced during deployment of t1 causing the premature deployment of t2. Per the device IFU warning: do not push the deployment slider twice or the second implant will deploy prematurely. No root cause related to the manufacturing process can be established.